Event description:
It was reported by the patient to have seen a general practitioner (gp) and had an electrogram (EKG) performed. The gp stated that the patient was in atrial fibrillation (af) and that the "(device) was not pacing (the patient)." The patient inquired if that was right and if the device should be pacing. Follow-up with the clinic for clarification was unsuccessful and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.